Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had experienced hypoglycemia with blood glucose level of 44 mg/dl. Customer did not mention any treatment and symptoms related to low blood glucose level. Customer stated insulin was squirting out during the manual prime process. Customer stated they were not wearing the insulin pump during priming. The drive support cap was normal. Customer stated that the down arrow button was hard to press and the time clock was advancing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify prime/fill anomaly due to buttons not responding.